Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer or the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the trocar silicone balloon would not stay inflated on the hemopro 2. Air was pushed into it and it came right back out. An accessory kit was used to complete the procedure. The hospital did not report any pt effects.